Event description:
On (B)(4) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ping unit powers off during use. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 5 pm. Just prior to the alleged issue occurring the patient was reportedly "feeling low, a little woozy" but despite her symptoms denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that meter was not being used for the first time. The batteries were recently replaced and the alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.